Manufacturer narrative:
Investigation pending. Device is expected to be return but has not been received.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.2; laboratory inr: 2.0. The time between testing was within minutes. Therapeutic range 2.0-3.2 for patient. There was no reported adverse pt sequela. There was no additional info provided.